Manufacturer narrative:
No product will be returned for evaluation.

Event description:
During a follow up call to patient's mother on (B)(6) 2009, mother reported patient had received product and stated that the original infusion headset that she removed from the box had a bent cannula. Mother stated the packaging was not damaged and this was the only damaged cannula. Mother reports the patient discarded it once she removed it from the packaging and noticed it was bent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.